Event description:
It was reported to boston scientific corporation that a dreamtome rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, current was not flowing through the cut wire of the tome. Reportedly, the grounding plates were changed and the tome still did not have current. The tome was removed from the patient and the procedure was completed with another dreamtome rx device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "fine." Although the patient's exact age was not provided, the patient is reportedly over 18 years old.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, current was not flowing through the cut wire of the tome. Reportedly, the grounding plates were changed and the tome still did not have current. The tome was removed from the patient and the procedure was completed with another dreamtome rx device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly ''fine.'' Although the patient's exact age was not provided, the patient is reportedly over 18 years old.

Manufacturer narrative:
A visual examination of the returned device found that the working length, including distal tip with exposed cut wire was twisted and the working length was kinked. The exposed cut wire was intact without any bends or kinks. A functional evaluation found that the continuity between the 2-in-1 connector and all sections of the exposed cutting wire was found to be able to conduct current indicating proper connectivity of the device. The resistance across the 2-in-1 connector and all sections of the cutting wire met the cutting resistivity specification. Since the device functioned as intended with respect to electrical functionality, therefore, the most probable root cause for the customer complaint is not confirmed. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch. Result: no failure detected; the alleged failure could not be duplicated, however, the working length was found to be twisted and kinked.